Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer reverted to manual insulin therapy. There was no reported adverse impact.